Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Medical staff reported via regulatory agency ¿late-onset acute effusion episode two years after the insertion of a textured prosthesis. Prosthesis intact during ablation. Capsulectomy performed with investigation of anaplastic large cell lymphoma. Casing stage iii right. Effusion right¿. Later regulatory agency advised that the suspicion of bia-alcl has not been confirmed by the analyses performed. Physician reported a capsular contracture (baker grade iii), double prosthetic membrane and effusion. The device is intact at explantation and a capsulectomy with alcl research. The results were negative". This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "silicon fluid leakage," ¿late-onset acute effusion episode" and "prosthesis intact during ablation." The device has been removed.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: deformation. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side "silicon fluide leakage," ¿late-onset acute effusion episode" and "prosthesis intact during ablation." The device has been removed.